Event description:
Received notice of claim from attorney for patient previously diagnosed with acute diverticulitis and perforation of the sigmoid colon who underwent exploratory laparoscopy with mobilization of the splenic flexure and hartmann¿s procedure. Three months later, patient underwent a proctoscopy and laparoscopic colostomy takedown with lysis of adhesions. Operative report provided indicates a ¿25mm eea¿ stapler was used without difficulty, saline leak test was negative, two complete donuts were removed and ¿anastomosis was very tight. Hemostasis was checked, which was excellent and durable.¿ postop course was uneventful, and patient discharged on post op day 4. Patient presented to ER with sudden onset of abdominal pain and signs of peritonitis on post op day 12. Patient underwent exploratory laparotomy with lysis of extensive adhesions, abscess drainage, appendectomy, resection of colorectal o anastomosis and creation f new descending colostomy. Surgeon noted a ¿dime sized anterior leak at a previous staple line of his anastomosis¿ and due to inflammation felt the anastomosis could not be redone.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2018. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 05/23/2022. Please see attached medical records.